Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. Per the mitraclip instructions for use (IFU) do not use mitraclip¿ outside of the labeled indication. However, the off-label use did not contribute to the reported issues. It should be noted that the reported patient effects of chordal entanglement (foreign body in patient) and tissue damage as listed in the mitraclip system IFU are known possible complications associated with mitraclip procedures. The reported single leaflet device attachment/slda, poor image resolution, and difficult or delayed positioning appear to be due to challenging patient anatomy/operational context. The reported entrapment of device was likely an outcome of user technique to maneuver the device and poor image resolution. The reported off-label use of the device was due to use error as mitraclip was used for treating tricuspid regurgitation (tr). The reported tissue damage was due to entrapment of device and foreign body in patient was due to clip being deployed on chordae as it couldn¿t be freed. Additionally, the reported additional therapy/non-surgical treatment was a result of case specific circumstances as the clip had to be implanted in order to remove the clip delivery system. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip entrapment and single leaflet device attachment (slda). It was reported the mitraclip procedure was performed treat grade 4+ tricuspid regurgitation (tr). Imaging was challenging due to the anatomy. The first clip was implanted without issue. To further reduce tr, a second clip was advanced. During manipulation under the valve, the clip got caught on chordae and the chordae tore. The clip could not be freed, therefore grasping was performed. Grasping was difficult due to the anatomy; the leaflets were eventually grasped, and the clip was deployed in order to remove the clip delivery system (cds). After clip deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (slda). The clip was not mobile, and tr was still reduced to 2+; therefore, no additional clips were implanted. No additional intervention was performed. No additional information was provided.